Event description:
It was reported that during a heavily tortuous, left renal artery stenting procedure, the herculink elite would not cross the tight, heavily calcified, lesion and while removing the herculink elite, the proximal edge of the stent delivery catheter felt resistance with the distal end of the a non-abbott guiding catheter causing the stent to dislodge and be free floating in the aorta. A snare device was used to remove the herculink elite without issues. Another same size herculink elite was used to complete the procedure. There was no adverse patient sequela or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.